Manufacturer narrative:
This report is submitted on april 1, 2019. (B)(4).

Event description:
Per the audiologist, the patient developed a cholesteatoma and subsequently underwent revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the cholesteatoma and internal magnet were removed and an abutment was placed on the internal fixture.